Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose value 156 mg/dl at the time of the incident. Customer took the insulin pump off during labor. The customer changed the battery and nothing worked. The customer was advised the insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error alarm (internal flash crc) is found in the formatted history file due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.